Manufacturer narrative:
This event was initially reported under medwatch report # 2647580-2023-04718 on november 02, 2023. Upon subsequent review of this event, medtronic initiated an additional complaint record to capture the report of the leak identified on (B)(6) 2023, post- operative to the surgery performed on (B)(6) 2023. The device included in this report was used in the surgery on (B)(6) 2023. Note: medwatch report # 2647580-2023-04715 captures the report of the leak identified on (B)(6) 2023 post operative to the surgery performed on (B)(6) 2023, including the device used in this surgery on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the product was used for therapeutic treatment of a failed anastomosis. It was reported that after use of the devices, the patient experienced a staple line leak <(>&<)> death. Information received indicates the patient is now deceased.